Manufacturer narrative:
Patient's age and gender have been requested but not received.

Event description:
It was reported that the physician administered post-operatively a rhino 752 epistaxis device (off-label) for the treatment/prevention of epistaxis. After insertion, the patient reported difficulty swallowing. Upon examination, it was found, the nasal pack had slipped down the patient's throat. Attempts to follow up on the patient's subsequent treatment and condition were unsuccessful. No further information is available.